Manufacturer narrative:
This device will be returned. Upon return and analysis, this investigation will be updated.

Event description:
Boston scientific received information that after implanting the left ventricular (lv) lead with a competitor pacing system analyzer (psa) normal measurements were noted. After connection the lv lead to the device out of range pacing impedance measurements were noted on the lv lead. The lv lead was disconnected from the device and reconnected but out of range pacing impedance measurements persisted. The lv lead was also re checked with the psa which showed normal impedance measurements. The device was replaced and the same lv lead was connected to the new device showed lower pacing impedance measurements but still out of range. The device will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.